Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. Elective replacement indicator (eri) alarm occurred on (B)(6) 2011 and then the motor stall occurred on (B)(6) 2011 with no motor stall recovery. The pump quit date was around (B)(6) 2011. Pt was originally scheduled for replacement on (B)(6) 2011 but had to be emergently replaced on (B)(6) 2011. Pt wanted to keep pump as souvenir. The pump was used to deliver a compounded mixture of fentanyl 23 mg/ml and baclofen (unknown concentration).